Event description:
It was reported that the device was interrogated in the box in preparation for an upcoming procedure and noise on the telemetry readouts was observed. The device was again interrogated in another location in the lab and the same issue was exhibited. The device was not used for the upcoming procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis indicated that there was packaging damage. We did receive performance data collected from the device and have analyzed the data and no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis indicated that there was packaging damage.